Event description:
Customer reports unconscious patient with blood glucose result of 78 mg/dl taken at 01:09 on the inform system; lab value was drawn at 01:20 and the result was 18 mg/dl. Customer was treated with dextrose 50% ampoules and her condition improved. Controls were run and in range. Requested return of suspect device and replacement was sent.